Event description:
Boston scientific received information that conversion from a clinical device was unsuccessful. The device entered into safety mode and three fault codes were observed. The local area sales representative thought that a loss of telemetry may have occurred. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.